Manufacturer narrative:
The probable root cause may be attributed to user induced factors such as the surgeon releasing a master tool manipulator (mtm) during following mode while their head is in the high resolution stereo viewer (hrsv).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an instrument moved on its own into tissue. The procedure was completed with no reported injury.